Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Regulatory agency reported on behalf of the healthcare professional capsular contracture baker grade iii, and breast is "hard and deformed". The device has been explanted. This record relates to the right side.